Event description:
Attempting to clip a post polypectomy site. Boston scientific clip was used and was placed down scope. Once down the scope, clip was rotated to change positioning. Clip then partially misfired/partially deployed without opening or closing the clip. It appears to have misfired just from the rotation. Clip was then fully deployed in the colon and allowed to pass in patient's stool. No adverse effects noted from this, but another clip had to be used.